Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip break. Probable root cause: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. (B)(4).

Event description:
It was reported that the device broke during use. All broken pieces were successfully retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device broke during use. All broken pieces were successfully retrieved.